Event description:
It was reported that, this cardiac resynchronization therapy defibrillator (crt-d) exhibited farfield oversensing in the right ventricular (rv) channel and right atrial (ra) undersensing in the ra channel, leading into ra overpacing. The rv electrogram (egm) successfully blanked the rv farfield signal. The technical services (ts) recommended to reprogrammed sensibility in the ra and rv. This crt-d remains in service. No adverse patient effects were reported.